Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in patient's right eye. The lens was removed due to excessive vault and elevated iop. There was no lens exchange.